Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid. It also reported that the customer was jumped into water and customer was wearing pump at that time. Customer also reported that the type of fluid was water. Due to exposure to fluid insulin pump was not turning on and fluid present in lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test, however moisture damage found on the electronics and motor. Pump powered up properly after the battery was installed. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.